Event description:
It was reported that a scratch was observed on the intraocular lens (iol) surface after implantation into the patient's eye. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown, as information was requested but not provided section d6a: if implanted; give date: unknown/not provided section d6b: if explanted; give date: n/a - the lens remains implanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.